Event description:
Related manufacturer report number: 1627487-2023-00665. It was reported both patient's leads had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.